Event description:
Healthcare professional reported right side "draining pus at incision site, swelling, chills, fever, and rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on anterior side assessed as surgical damage. Drainage: unable to observe since it is a medical event and is not related to the device. Infection (early onset): unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "draining pus at incision site, swelling, chills, fever, and rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events infection (early onset) and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "draining pus at incision site, swelling, chills, fever".